Manufacturer narrative:
Mml#: (B)(4). Other device explanted. Model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI #: (B)(4).

Event description:
It was reported that the patient underwent a full system revision surgery due to both lead migrations. There was no evidence to support the lead migration. During the revision, the physician manually removed both leads. All leads and the implantable pulse generator (ipg) were removed. A new ipg and two new leads were implanted without complications. Review of the available post-revision imaging revealed that the patient has an instrumented fusion at lumbar (l)3 and l4. It is unknown whether this was already implanted before the reactiv8 system was implanted. Although requested, the removed leads will not be returned for analysis due to hospital policy. The lead device history records were reviewed. No relevant nonconformance's were found.